Event description:
The doctor claims that the graft was implanted in a patient who had annuloaortic ectasia and aortic regurgitation, had undergone aortic root graft replacement and aortic valve re-implantation. Although the graft holes for the coronary artery anastomosis were made with thermal cautery, the distal end of the graft was cut with scissors (this is contrary to the instructions for use). The aortic valve was re-implanted inside the hemashield. The patient was on cardiopulmonary bypass for 200 minutes. After surgery, the heparin was reversed with protamine sulfate, but coagulopathy occurred and there was continuous bleeding through the valve suture needle hole. An attempt to stop the bleeding with buttress sutures and pericardium was unsuccessful. The hole leaked blood for three days, with a total volume of about 15,000 mls, until it was stopped by infusion of frozen plasma and platelets, although the patient then developed mediastinitus. The patient underwent re-operation to control the infection (omentopexy) and was given betadine irrigation on post-operative day 7. The patient expired due to sepsis with graft infection 31 days after the operation (ca 12/27/1998).